Manufacturer narrative:
Device evaluated by MFR: synergy ous mr 3.00 x 28mm stent delivery system was returned for analysis. Examination of the crimped stent via scope found evidence of damage with distal struts lifted and folded distally. The undamaged crimped stent od (outer diameter) was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed a damaged tip. A visual and tactile examination of the hypotube shaft identified a hypotube kink 38 cm distal to distal end of strain relief. The shaft polymer extrusion including the distal and mid-shaft sections were examined via scope and tactile examination. No issues were noted. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 29 june 2022. It was reported that shaft kink occurred. The 95% stenosed and 28mm long target lesion was located in the moderately tortuous and severely calcified, 3.0mm in diameter left anterior descending artery. A 3.00 x 28 synergy ii drug-eluting stent was advanced to treat the lesion. However, the stent delivery shaft was kinked. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.